Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd ms3 pumps complaint of syringe barrel does not load properly was not confirmed during testing as pump was run through several cycles. The physical condition of the device revealed damaged rear case at cartridge viewing window. Action was aiming at preventative care and maintenance. Motor was replaced as preventative and front housing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 syringe barrel does not load properly. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the event date (B)(6) 2021..